Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, it was reported that the patent "underwent an additional surgery for removal of mesh, reduction of internal hernia and lysis of adhesions." It is unclear at this time if the revision procedure was a revision of the original hernia defect or a new hernia defect and if the adhesions were directly related to the implanted ventio mesh. Recurrence and adhesions are known inherent risks of surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for repair of a ventral incisional hernia, a ventrio hernia mesh was implanted to repair the hernia defect. (B)(6) 2013 - the patient underwent an additional surgery for removal of mesh, reduction of internal hernia and lysis of adhesions. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, it was reported that the patent "underwent an additional surgery for removal of mesh, reduction of internal hernia and lysis of adhesions." It is unclear at this time if the revision procedure was a revision of the original hernia defect or a new hernia defect and if the adhesions were directly related to the implanted ventio mesh. Recurrence and adhesions are known inherent risks of surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 6 months post implant of ventrio mesh, patient was diagnosed with small bowel obstruction, adhesions, hernia recurrence, abdominal pain thereby underwent repair with mesh removal. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d1, e3, g1, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for repair of a ventral incisional hernia, a ventrio hernia mesh was implanted to repair the hernia defect. (B)(6) 2013 - the patient underwent an additional surgery for removal of mesh, reduction of internal hernia and lysis of adhesions. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of ventrio mesh. Per operative notes, ¿the hernia sac was opened, and the contents reduced. The ventrio mesh patch was then taken and with the smooth surface next the abdominal viscera placed in the abdomen cavity and then secured into the fascia with sutures.¿ (B)(6) 2013 - patient was diagnosed with small bowel obstruction, internal hernia, abdominal pain thereby underwent open repair with the removal of mesh. Per operative notes, ¿patient had mesh in the upper portion of the abdomen and had multiple adhesions to loops of small bowel, omentum and mesentery. The adhesions were removed from underneath the mesh and the mesh was excised in its entirety.¿ attorney alleges that the patient had adhesions, bowel obstruction, fistulae, pain, mesh removal and emotional injuries.